Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced communication issues with their ipg during a procedure to replace the patient's lead (manufacturer report reference number: 1627487-2020-49275) on (B)(6) 2020. The ipg was placed into surgery mode, but there was a message about resetting and a countdown timer. Communication was confirmed with the ipg afterwards.